Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow-up approximately four years post-op where a CT showed significant aneurysm growth (approximately 14mm). There was no evidence of a proximal or distal endoleak on the CT, only a type ii endoleak from a patent lumbar artery. The physician referred the patient to another hospital for embolization of the lumbar artery. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal was determined to be anatomy related, due to the multiple patent lumbar arteries (cautionary product use condition). Unable to determine procedure-related and user-related issues, or off label product use conditions due to a lack of relevant medical records. The final patient disposition was unknown with no additional negative patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)